Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the sensor. Customer reported that while trying to insert the sensor the needle detached and got stuck in the serter. Customer reported that she was not able to use the sensor. Customer's blood glucose at the time of the incident was 306 mg/dl. Product is not expected to return.